Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing without duplicating any malfunction to the device. Review of the log did see evidence the first seven minutes they have a completely distorted signal that is affected greatly by CPR, which is a sign of poor coupling. After this, the signal is lost and the device prompts pads off. The pads off is repeated many times, indicating the device can recognize that the impedance dropped below 580, but did not get under the valid impedance of 300 ohms (at least for any length of time). The accessories used were not returned as part of this investigation. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 76-year-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.